Event description:
It was reported during a da vinci-assisted surgical procedure, the instrument cable broke and was sticking out of the instrument. The procedure was completed as planned with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was found to be defective before it was inserted into the patient. No further information can be provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument and performed a device evaluation. Failure analysis confirmed the customer reported issue. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing in the clevis. Missing crimp was approximately 0.046¿ x 0.032". Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause for the broken pitch cable was found to be a component failure and related to device design. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the device logs for the tenaculum forceps (part# 470207-10 / lot-sequence# n10190613-0067) associated with this event has been performed. Per this review of the logs, the tenaculum forceps was last used on ((B)(6) 2022 during a benign hysterectomy on system serial# (B)(4). No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.